Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. A review of the data files showed that the water temperature would not rise above 30c even though the patient was well below the target. Alert 113 (reduced water temperature control) did not sound.

Event description:
It was reported that the arctic sun device was not heating. A review of the data files showed that the water temperature would not rise above 30c even though the patient was well below the target. Alert 113 (reduced water temperature control) did not sound.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA#: 9944107 and ucc-24-5024-sa. The case data file was evaluated upon receipt. The data file shows therapy was started at 0:14 on (B)(6) 2024. The device was able to achieve its target water temperature up until 6:53. After this point, the device was unable to achieve any target water temperature above 27.8c despite a maximum heater command and good flow rate. Therapy was stopped at 07:30 on (B)(6) 2024. Although the primary outlet water temperature and target water temperature differed by more than 3c over a prolonged period, no alert 113 was recorded at any time during therapy. A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.